Event description:
It was reported that the burr became stuck in the wire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and a rotawire were selected for use. During the procedure, upon removal, it was noted that the burr became stuck with wire and could not be separated outside of the patient. Both devices were removed and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the burr became stuck in the wire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr and a rotawire were selected for use. During the procedure, upon removal, it was noted that the burr became stuck with wire and could not be separated outside of the patient. Both devices were removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported events, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire.